Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to remove patient code 1690 (abscess) and to add patient code 2378 (healing, impaired), to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that a date of explantation was erroneously included in the initial report. The implant on the left side was not explantated at the time and only a surgical intervention was performed to revise the scars that the patient experienced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
(B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast abscess, hypertrophic scar, anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two unspecified mentor saline breast prostheses, suffered right breast implant deflation, bilateral breast shape issues, poor scarring with sounds like multiple suture abscesses. As a result, on (B)(6) 2009, the patient underwent right breast implant explantation and replacement with an unspecified mentor implant and surgical intervention to revise the scars on both breasts. This medwatch form is for the left breast prosthesis.